Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was part of the shortened replacement window advisory, originally communicated (B) (6) 2007, had a monitoring battery voltage of 2.58 v after 29 months of implant, and 2.57 v after 32 months of implant. Technical services advised that the device follow-up intensify to monthly. Subsequently, the device was explanted for reasons unspecified and returned for analysis. No adverse patient effects have been reported as a result of these observations.

Manufacturer narrative:
Laboratory analysis of this device is currently in progress. This event will be updated as additional information becomes available. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.